Manufacturer narrative:
(B)(4).

Event description:
The customer reported a colleague infusion pump with failure code 810:11. The reported condition was identified during biomedical testing. There was no documented patient injury or medical intervention related to the reported condition. The user interface module master software version for this device (B)(4) categorized as remediated. During service at baxter, a technician discovered that the ail pcb (air in line printed circuit board) was out of calibration and was recalibrated. No additional information is available.